Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the black sleeve of a pipette tip not moving properly in the reported problem area of the pipetter assembly. The fse cleaned the sleeve, tip clamp and post. The instrument was inspected, tested without further problem, and returned to service.